Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2004 and a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6) 2010. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to metallosis, alval reaction, and a pseudocapsule. The operative notes confirm that the acetabular cup and head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2013-02143 / 02146 and 00995).

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on an unknown date and reports patient allegations of personal injury. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2013-02143 / 02146 & 00995).

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on anchor (B)(6), 2004 and a right total hip arthroplasty on (B)(6), 2004. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6), 2010. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6), 2010 was due to metallosis, alval reaction, and a pseudocapsule. The operative notes confirm that the acetabular cup and head were removed and replaced. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.